Manufacturer narrative:
Terumo did not receive the actual device, therefore, no physical investigation was performed. An evaluation of an in-house sample of the connector's cap suggested that the cap may have been loosely connected during assembly, causing it to disconnect during transit. Terumo will review the next build for this pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the luer lock came off. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.